Event description:
The reporter (pharmacist) states that the lancet protrudes past the cap of the accu-chek multiclix lancet device. The reporter (pharmacist) did not confirm that the lancet device protruded before or after firing. The customer later stated that the lancet did not protrude past the cap before taking it to the pharmacy. However, the customer did not confirm that lancet did not protrude past cap at the pharmacy. No reported actions taken. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.